Event description:
It was reported that a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in set/line) occurred during dwell three of therapy on the homechoice (hc) device. The home patient (hp) stated there were no other alarms recorded. The technical service representative advised the hp to end therapy and assisted the hp to remove the cassette. The hp stated she would do manuals to complete therapy. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.